Event description:
The technician alleged that the bed would still move when the brake pedal was in the brake position. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and brake caster supports to resolve the issue.